Event description:
A hemodialysis user facility has reported that one and a half hours into a treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. The tech rinsed the blood back to the pt with minimal blood loss. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is no sample available for evaluation.